Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device was discarded by the user. The root cause of this complaint can not be determined. There was no apparent malfunction of the embolization coil. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that a ruptured baby aneurysm located at the left carotid artery was successful embolized with an embolization coil. During the control angio (post) it was observed that the embolization coil migrated to the left middle cerebral artery. Attempts were made to retrieve the coil unsuccessfully. The aneurysm remained unoccluded. Consecutive to the retrieval attempts, the mca was ruptured causing a worsening of the subarachnoid hemorrhage and diffuse cerebral edema with intracranial hypertension. Upon decompressive craniectomy failure, the medical staff decided to stop treatments in agreement with the patients relatives. The patient died on (B)(6) 2012. Mvi was not made aware of this incident until (B)(6) 2012. Additional incident detail and reporting determination was made on (B)(4) 2012. We are reporting this incident today (B)(4) 2012 as a death was reported. However, the exact cause of this incident can not be determined. There was no apparent malfunction of the embolization coil.